Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken is found with the following conditions: smooth edge on posterior, sharp edge on radius with stress marks and wear abrasion. Based on the device analysis the final assessment is: a broken is found with the following conditions: smooth edge on posterior due to smooth opening, sharp edge on radius with stress marks assessed as surgical impact opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.